Event description:
It was reported that sparks and smoke were observed coming from the light head during a procedure. No pt injuries were reported to have resulted from the event.

Manufacturer narrative:
The light head is being evaluated by the customer and then will be returned to the MFR. Add'l info regarding root cause will be sent in a supplemental report.